Event description:
The pt reportedly experienced pain around the implant site extending down the back of her neck. The doctor prescribed naprosyn for 12 days since he suspected inflammation at the implant site. The pt is being monitored.